Event description:
It was reported that an ilet bionic pancreas user received an ¿unable to proceed¿ alert when attempting a meal announcement after exercise, and the user¿s blood glucose was 324 mg/dl; the user subsequently took a manual injection of rapid-acting insulin while still connected to the ilet, and the alert was later dismissed without recurrence, with guidance provided to disconnect before any outside insulin dosing and to perform a dry run and full supply change if needed. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and caregiver and analysis of information provided by the user and third party. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.